Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device could not be performed. However, based on the medical judgment received, cause of the event was not related to the device. Furthermore, from the document review performed, no manufacturing definiens were noted.

Event description:
Manufacturer was informed of the following event through device tracking. The patient registration form indicated that a carbomedics standard heart valve m7-033 was implanted and explanted intra-operatively on (B)(6) 2025. Based on the information received, patient had av dissociation following mvr. As such, they had to downsize the valve. Based on the medical judgment received, this was not related to the prosthesis itself. Reportedly, patient died in operating room.

Event description:
Manufacturer was informed of the following event through device tracking. The patient registration form indicated that a carbomedics standard heart valve m7-033 was implanted and explanted intra-operatively on (B)(6) 2025. No other information is available at this time. No allegation of a device malfunction nor serious injury has been received from the site regarding this event.